Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified, narrow, 90% stenosed, de novo lesion in the mid left anterior descending coronary artery. The 2.25x28 mm xience xpedition stent delivery system (sds) was advanced in the patient anatomy; however, some resistance was met during advancement over the guide wire. The sds crossed the target lesion and the balloon failed to inflate. No leak was noted. A non-abbott sds was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The inflation issue was not confirmed. The difficult to position the guide wire was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation issue however the reported difficult to position the guide wire appears to be related to circumstances of the procedure.